Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A tranmistter voltage test was performed and failed. Share data log was reviewed and a failed transmitter error was not observed as there was no data available. The complaint confirmation of a failed transmitter could not be determined. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be confirmed. A root cause could not be determined.